Manufacturer narrative:
(B)(4). (UDI): n/a. (B)(6) product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Will be returned.

Event description:
It was reported that when assembling the instrument it was noticed that the screw thread was fractured within the instrument. No patient involved.

Manufacturer narrative:
The reported event was confirmed from a photo provided that confirms that the impactor pad has disassembled from the handle. The screw is also disassembled from the pad and handle. The screw fracture could not be confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.